Manufacturer narrative:
Product ID 3093-28, lot # v952171, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
It was reported that the patient had an infection. The implantable neurostimulator (ins) and lead were going to be removed the day of report due to the infection. The device was working fine prior to the infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.